Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this s-ICD was admitted into the hospital due to multiple treated episodes for ventricular tachycardia and ventricular fibrillation. It was alleged that the device was exhibiting undersensing in between shock delivery, in all approximately 90 seconds in total, and had difficulty converting rhythms. Data analysis was performed, and boston scientific technical services observed an episode with 25 seconds without activity from the device which appeared to be pointing to a calculated rate below the current rate zone. The reason of the extended time to therapy appeared to be related to the high degree of amplitude variation. The reason why the episode was not ended is because the rate was not slow enough and it was not treated before because the rate was not consistently over 220 beats per minute. Technical services provided programming options and suggested to evaluate the system placement and shock vector to exclude any issue with the energy distribution. Additionally, the patient has not been compliant with their medication and been off medication for over a year. The patient indicated that he no longer wished to be followed up in-clinic or remotely. No additional adverse patient effects were reported. This device and electrode remain in-service.

Event description:
It was reported that the patient with this s-ICD was admitted into the hospital due to multiple treated episodes for ventricular tachycardia and ventricular fibrillation. It was alleged that the device was exhibiting undersensing in between shock delivery, in all approximately 90 seconds in total, and had difficulty converting rhythms. Data analysis was performed, and boston scientific technical services observed an episode with 25 seconds without activity from the device which appeared to be pointing to a calculated rate below the current rate zone. The reason of the extended time to therapy appeared to be related to the high degree of amplitude variation. The reason why the episode was not ended is because the rate was not slow enough and it was not treated before because the rate was not consistently over 220 beats per minute. Technical services provided programming options and suggested to evaluate the system placement and shock vector to exclude any issue with the energy distribution. Additionally, the patient has not been compliant with their medication and been off medication for over a year. The patient indicated that he no longer wished to be followed up in-clinic or remotely. No additional adverse patient effects were reported. This device and electrode remain in-service.